Event description:
Boston scientific received information in (B)(6) 2014 from a product experience report (per) form. This patient was admitted into the emergency room (ER) due to an infection in (B)(6) 2013. The patient was presented back to the electrophysiology (ep) laboratory four days later and the device was explanted. The patient died in (B)(6) 2013.

Event description:
Subsequently, boston scientific received information from the local representative that the documented cause of the patient's death was sepsis. From the physician's perspective, the use of the device/lead system and procedure caused or contributed to the patient's infection which ultimately led to the patient's death. The local representative commented that the patient had been started on intravenous antibiotics at the time of hospital admission and there was no evidence of vegetation on the implanted leads. The device and leads were explanted at the time of the invasive procedure.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.